Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was reported with returned of device. Failure event observed during analysis. Final analysis found that a partial lead was returned. Insulation degradation was found at 4.6 cm from the connector pin.

Event description:
This reported is to advise of an event observed during analysis.